Manufacturer narrative:
Age at time of event: 18 year or older. Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the stent of this device was deployed above rated burst pressure (rbp). (B)(4).

Event description:
It was reported that chest pain and vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad). The promus premier stent was deployed at 20 atm with successful angiographic result. About 20 minutes later the patient presented on the table with recurring chest pain. A second angiography revealed a dissection distal to the stent. The dissection was treated with follow up stents. The patient's status was fine and they were discharged.